Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). It was noted episodes of non-sustained ventricular tachycardia (nsvt) were observed, along with short interval counts (sic) and oversensing of noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert triggered. It was noted beginning (B)(6) 2015, 178 ventricular sensing integrity counts (sic) were observed, along with ventricular tachycardia non-sustained (vt-ns) episodes with evidence of lead noise oversensing and the rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt-ns episodes and sensing integrity counter (sic) >= 30 in 3 days.